Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspect of a fracture. The lead was revised and capped. A new lead was implanted. It was further reported that during lead revision, the implantable cardioverter defibrillator (ICD) pocket was a ¿mess¿ and not up to the physician¿s standards. The physician could not obtain access on the left side so the physician abandoned the ICD system and implanted a new ICD system from the right side of the patient. It was further reported that during device implant from the right side of the patient, the new ICD had a set screw problem. The physician tried several times to screw the lead into the header but was unsuccessful. Constant noise could be seen after the lead was screwed in with high impedance and the lead did not ¿feel stable¿ in the device header. After several attempts the physician abandoned the device and implanted a new device with no issues. No patient complications have been reported as a result of this event.